Manufacturer narrative:
The sample has not yet been received from the facility for evaluation . Without the actual set or pump, a thorough evaluation could not be performed. There has been no other reports of this nature against the reported item or lots. DHR records were reviewed for the reported lot numbers and no nonconformances or abnormalities were noted during in-process or final product inspection. The manufacturer's investigation into this reported event is ongoing. While the reported event was filed as a potential issue with the IV set, the b. Braun (B)(4) facility is investigating this report in conjunction with the b. Braun (B)(4) facility where the outlook pump is mfg. If the sample is received and any pertinent info becomes available, a follow up report will be filed.

Event description:
As reported by the user facility: infusing an antibiotic, cardene, at 25ml/hr, in a 250 ml bag. The infusion ran in within approximately 5 mins, so the infusion ran in wide open. Using an outlook 200. No pt injury. Lot #'s 0061152858.